Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error code was present with no energy output during monopolar coagulation while monopolar cut still worked. The caller had already replaced the energy cable, installed a new instrument, and rebooted the unit, but the issue had remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) had then reviewed the logs and confirmed multiple errors were associated with additional internal fault indicators, suggesting an internal unit issue. The tse had suggested trying coagulation in classic mode if acceptable to the surgeon; classic mode had allowed coagulation at low energy, but the issue had returned when switching back to swift mode. Further setting changes had been tried, and the problem had continued to recur in swift mode while the procedure had been able to continue using classic mode. The procedure was completed with no reported injury.